Event description:
The patient was revised to address infection and osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial reporting stated x-rays were not available for examination. Product information required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported osteolysis and infection based on the provided information; however, infection after approximately six years implantation is unlikely to be product related. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.